Event description:
The lot number, expiration date, and control ranges, were not printed on the strip vial label. Pt's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.